Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what type of drain was used. Was the drain a blake drain or jackson-pratt (jp) drain? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name? Date of procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was breakage noted? If yes, were there any precipitating factors leading to the drain breakage? Was another product used? Was the broken drain removed completely from the patient? Were any pieces of the drain left inside the patient? If yes, was the patient taken back to the operating room to remove the broken drain surgically? If yes, please provide date. If yes, what were the findings? Will the piece be returned? If not already removed, are there any plans in place to remove the drain from the patient? If yes, date of the scheduled procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. It was stated that staff attempted to remove jp drain from the patient's abdomen. On slight tugging/pulling the jp snapped and retracted back to patient's abdominal cavity. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: retention sample review: no negative observation was found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.